Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed within the infusion set tubing. There was no adverse impact to customer's blood glucose level. Tandem technical guided customer toward keeping their pump in belt while sleeping to prevent reoccurrence.